Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was loose and came off the pump easily. There was no reported adverse impact to the customer's blood glucose level. Customer was unable to troubleshoot with tandem technical support, and unable to provide further information.